Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, after t1 of the fast-fix was deploy, t2 could not deploy successfully. T1 was removed from the patient. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Event description:
It was reported that during a meniscus repair, after t1 of the fast-fix was deploy, t2 deploy prematurely. Both ts were removed from the patient. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned in any original packaging. The t1 is off the needle but attached to the suture. The t2, and suture were returned on the needle. The actuator is in the pre-t1/post-t2 position. A functional evaluation was performed on the returned device and found the actuator cycled to the pre-t2 position, pushed the t2 off the needle, then continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time. H11: h2: corrected data on h6 (health effect - impact code).